Event description:
It was reported that during surgery a y-type tur irrigation set was observed to have restricted flow after the set was attached to a bag and the set was primed normally, when the user removed the y-type irrigation set and replaced it with a "full lead" the flow was observed to return to normal. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The sample arrived out of the pouch and fully primed. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed and checked for flow and the clamp shutoff. The sample primed and flowed normally with no restrictions noted. All clamps shut off completely. Additionally: the sample was visually inspected for kinked tubing or any other obvious visual defects. No kinked tubing or other visual defects were found. The customer reported condition was not confirmed during visual inspection or functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.